Manufacturer narrative:
With the information available at this time, medtronic is unable to determine a relationship between the cannula and the adverse patient outcomes described in the literature. Citation: yang et al. Ann. Intensive care (2018) 8:72 https://doi.org/10.1186/s13613-018-0417-3 date of publish used for incident date. Cannula model 96570-117 entered as a placeholder as specific model and lot numbers were not provided no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. Mean patient age of study population used for patient age. Majority gender of study population used for patient gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the vascular complication in adult post cardiotomy cardiogenic shock patients receiving venoarterial extracorporeal membrane oxygenation (va-ECMO). All data were collected from a single center between january 2004 and december 2015. The study population included 72 patients (predominantly male; mean age 52 years) who had major vascular complication (mvc) after been treated with (va-ECMO). The va-ECMO system contained cannulae from medtronic (model and lot numbers not provided). Among all patients 12 deaths occurred due to unknown causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: severe limb ischemia who progressed to compartment syndrome requiring prophylactic fasciotomy, required limb amputation, patients with bleeding or hematoma at the cannulation site requiring surgical exploration, femoral artery embolism requirement surgical intervention <(>&<)> retroperitoneal bleeding. Based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. Among all patients there were no device malfunctions noted. No additional adverse patient effects were reported.